Manufacturer narrative:
Concomitant product references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 the system was serviced in the field and the system performed as intended. No faults were found. Multiple annex a codes were applied to capture this event. Annex a a0908 captures the inaccurate tracking and annex a a0902 captures the monitor blacking out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the "tracking was not accurate" for the duration of the procedure. The surgeon additionally reported the monitor "blacked out for a second" during the case and then displayed the expected video. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
H3, h6) software data was received. In summary, there was insufficient information provided to determine whether a software anomaly contributed to the cause of the alleged inaccuracy. Previously reported codes b01 and c19 are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. From the manufacturer representative's (rep) understanding, there wasn¿t actually an inaccuracy. Just the inability to navigate off and on due to the screen "blacking out". All software was uninstalled and reinstalled after a s ystem checkout, and there hasn't been any issues since.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, serial/lot #: -, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.